Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product and/or event date information. No image or video clip for the reported event was submitted for review. A site history review was performed and no related complaints were found to the product. This complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, a fragment from the harmonic ace instrument fell inside the patient, and was retrieved. At this time it is unknown what caused the breakage to occur. While there was no report of any patient harm, adverse outcome or injury. If the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer had issues with a fragment coming off the harmonic ace instrument. The fragment was retrieved and the procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: it was confirmed that all fragments were retrieved. The surgeon was not sure what caused the breakage. The instrument was inspected prior to use and had no issues noted. The instrument was in use for an unspecified amount of time with no functionality issues prior to the incident. There were reportedly no intra-operative collisions. There was no harm to the patient. No further patient information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".